Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation and deflation issues and a suspected kink in the reservoir tubing. The patient fully recovered following the intervention.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of kinked tubing could not be confirmed through product analysis. However, the identified pump behavior could affect the functionality of the device therefore confirming the reported allegation of inflation, deflation and mechanical issues. Product analysis confirmed pump malfunction. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical inspection of the pump did not reveal any damages to the component. The pump was functionally tested and did not pass the deflation tests. Visual and microscopical inspection of the cylinders did not identify any visible damages to the components. Upon functional testing, the cylinders performed within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation and deflation issues and a suspected kink in the reservoir tubing. The patient fully recovered following the intervention.